Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2016 with the following findings: investigation revealed that the battery compartment was cracked and there was moisture corrosion inside the pump. Unrelated to these issues, investigation revealed a crack in the pump cases and that the audio bolus button cover was punctured. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and there was moisture corrosion inside the pump. This report is made based on results of investigation completed on 06/17/2016.